Event description:
Customer reports using 24,27 and 30mm sizes and all caused irritation. The customer was diagnosed with contact dermatitis.

Manufacturer narrative:
Replacement shields were sent to the customer. In f/u with the customer she stated that all the shields irritated her. She was using dawn detergent to wash them and she went to an lc for treatment. A medela clinician spoke to the customer on (B)(6) 2012 and the customer reported that her issue is resolved. She saw an lc and was sent on to her doctor who diagnosed contact dermatitis which was likely caused by the dish detergent she used when cleaning her breast shields. She was given a prescription topical ointment containing an anti-inflammatory, anti-fungal and antibiotic. The product involved in this complaint did not come back for eval. It cannot be definitively concluded that the pump/accessory caused or contributed to the customers issue. Reported issues of rash/itching/allergic reaction and under investigation in (B)(4). Medela acknowledges that this report is being submitted late. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting.